Manufacturer narrative:
As the lead is surgically abandoned in the patient, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had presented with noise; however, there was no oversensing noted. The ra lead was capped, surgically abandoned and successfully replaced during a planned device upgrade procedure. No additional adverse patient effects were reported.